Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that after the mynx vascular closure device was deployed, the access site continued to ooze therefore manual pressure had to be applied for 15 minutes. The access site began to ooze again in the recovery area two hours post procedure. The medical assistant held pressure for 30 minutes while the patient laid flat. After an hour, the medical assistant sat the patient up and the access site started to ooze again. The medical assistant held pressure for another 30 minutes. The patient then repeated lying flat for 45 minutes. The patient was then discharged and released home. Ten days later the patient reported oozing down the leg from the access site. There was no report of a hematoma, just a ¿half dollar¿ size bruise. The patient returned and the medical staff held pressure for another 45 minutes and the patient was discharged with a pressure dressing and antibiotics as a precaution. The device was used in a sterile field. Attempts to gather further information have been unsuccessful. The product was not returned for analysis. Review of lot f1702502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Furthermore, according to the product instructions for use, it is recommended that the patient follow physician orders regarding patient ambulation and discharge. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that after mynx vascular closure device was deployed, the access site continued to ooze to the manual pressure had to be applied for 15 minutes. The access site began to ooze again after recovering for two hours. The medical assistant held pressure for 30 minutes while the patient laid flat, after an hour the medical assistant sat the patient up and the access site started to ooze again. The medical assistant held pressure for another 30 minutes. The patient then repeated laying flat for 45 minutes, the patient was then discharge and release home. 10 days later the patient reported that oozing down leg from the access site, there was no report of a hematoma, just a ¿half dollar¿ size bruise. The patient returned and the medical staff held pressure for another 45 minutes and the patient was discharged with a pressure dressing and antibiotics as a precaution. The device was used in a sterile field.